Event description:
In 2002 pt had coronary artery bypass grafting x1 using a saphenous vein graft to the right coronary artery and aortic valve replacement with modified subcoronary insertion of a medtronic free style aortic root porcine heart valve. Pt was readmitted and returned to or for aortic valve, prosthetic valve endocarditis. The pt died. Excised cardiac tissue was positive for aspergillus niger. Pt did have an history of a malignancy of the large intestine and was known to be a farmer. No hospital source has been identified for the aspergillus niger.